Manufacturer narrative:
D4 UDI: as the serial number # is unknown, the UDI will consist of the primary di number only. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A filled set was loaded without issues and the slide clamp fully ejected when door was closed. Scan of snapshots did not reveal any system errors related to upstream occlusion. The infusion was completed without alarms and a visual inspection found no other issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under infused due to multiple upstream occlusion alarms (uso). During a high dose norepinephrine infusion an upstream occlusion alarm occurred causing the infusion to stop. The infusion was resumed; however, ¿multiple repeated alarms¿ followed. The norepinephrine bag was replaced; however, the uso alarms continued allegedly ¿making it impossible to restart the infusion.¿ during this time, the patient reportedly had hypotension. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.